Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not reproduce 'system error 345' . A review of the event history log (ehl) revealed multiple occurrences of ec 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failing force sensor per swi 105-001 which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.